Event description:
It was reported that during the implant procedure, the doctor felt a kink in the distal end body of lead, and impedance was measured high. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the proximal conductor of the lead was distorted. The lead was damaged during the implant process.